Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra meter would not power on. The pt tests her blood glucose 3 times a day. She tests in the morning, at noon, and in the evening. The pt manages her diabetes with set dosages of lantus insulin and metformin. She does not adjust her medications based on her meter readings. The pt indicated that the alleged meter issue started in 2008, at an unspecified time. As a result of the alleged issue, the pt claimed that she was unable to test her blood glucose with the reported device. However, the pt mentioned that soon after the meter stopped powering on, she was able to borrow an unidentified meter and started testing on that device. During the time of concern, the pt continued to take her medication as prescribed. The pt also mentioned that she was getting high readings on the borrowed meter. However, the pt was unable to provide any examples of readings that she obtained on the borrowed meter. On the event date, the pt claimed that she developed symptoms of blurred vision. Two days later, the pt went to an emergency room (ER) because of the symptoms. Her blood glucose was reportedly tested on an ER/hospital meter and result of over 500 mg/dl was obtained. The pt claimed that she was treated with 2 injections of insulin (unk type) and given 5 bags of IV fluids. During troubleshooting, the one touch customer advocate (otca) noted that the battery in the reported meter was inserted incorrectly. The alleged meter was resolved after the pt re-inserted the battery correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that received treatment for hyperglycemia in an ER after the alleged meter issue began. The pt also claimed that she developed symptoms that can be associated with a serious injury after the alleged issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.